Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event of freezing. The solid state drive (ssd) was replaced as a prevention. The company service representative did replicate the reported event of tray arm issues. The company service representative adjusted the elbow part of the tray arm to resolve the issue. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of tray arm can be attributed to a stuck tray arm elbow. The root cause of the reported event of freezing cannot be determined conclusively as there was no problem found. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system froze when shutting down before a procedure. The system was able to be used to initiate surgery.